Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cassette leaked during a vitrectomy procedure. There is no known harm to the patient. A video of the observation is available. Additional information was requested; however, none has been received to date. This is one of five reports for this facility.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the seventh complaint for the finished goods lot; however, it is the sixth complaint for this issue for this lot. The device history record shows the product was released per specifications. No sample was received. However, a video was provided by the customer. The video was reviewed and fluid was observed coming from underneath the fluidics module's housing. No leakage from the cassette, manifolds, or drain bag was observed in the video. The cassette appeared to have been cleaned after surgery as no fluid was observed to be flowing into the cassette, in the manifolds, or to the drain bag. The drain bag appeared to have approximately 150 ml of surgical fluid suggesting the cassette had been used for surgery. The source of the leak could not be ascertained with the current information available. A full evaluation was unable to be performed as no sample was returned. Although a video of the customer's reported event was received, the root cause of the customer's complaint could not be established. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).